Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, curved rubber adhesive is missing, curved rubber bond is cracked due to external factors, air nozzle clogging, foreign object in the nozzle, insertion tube serpentine oredome missing, bending angle insufficient due to the elongation of the angle wire, insufficient suction due to abrasion of the suction cylinder due to external factors, suction cylinder is scraped due to external factors, peeling of paint on the suction cylinder , insertion tube crushed, insertion tube discoloration, switch 4 worn out, universal cord wrinkle, and peeling of the paint recognized on the air/water supply cylinder were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a poor button response and cloudy lens were noted with the evis lucera elite gastrointestinal videoscope. The event occurred during preparation for use, prior to an upper endoscopy operation and the same device was used to complete the operation. During a standard service inspection of the customer returned device, foreign object inside the nozzle was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle could not be identified and it was confirmed that the nozzle was not deformed. The root cause of the foreign object inside the nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.